Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire tip fracture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed lesion was located in the severely tortuous and severely calcified right coronary artery. The target lesion was predilated with a non bsc 2.2 x 12 balloon catheter and an apex 3.0x15 balloon catheter with a residual stenosis of 50%. While attempting to cross the lesion with an unspecified stent, guide wire position was "tenuous and lost several times requiring repeat crossing of lesion". Approximately 3 cm of the choice guide wire tip detached in the aortocoronary junction and migrated to the proximal left carotid artery. The tip was retrieved with a non bsc goose neck snare. The procedure was not completed due to tortuousity of the vessel. No further patient complications were reported and the patient's status is stable.